Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for post-surgical neuritis. It was reported that there was an alleged overdischarge. The reason that recharging was not maintained was because of an unrelated medical issue. The patient reported that she recovered the battery two weeks prior to the report, started to receive stimulation, but at the time of the report was no longer communicating. On (B)(6) 2016, a manufacturer representative met with the patient to perform a physician mode recharge and they were able to get a recharging screen. After 2 hours of charging, the battery was still not charged enough to be read by the clinician programmer. The patient went home and charged for 5 hours continuously and the screen would show completely full battery and then a power on reset followed by a normal recharging screen, but 0% charge back to showing power on reset again and finally showing end of service. This was the patient's 3rd strike for overdischarges. The patient had their first overdischarge in (B)(6) 2013, the second around (B)(6) 2016, and the third on (B)(6) 2016. The patient experienced a return of pain. The patient is being scheduled for battery replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.